Manufacturer narrative:
(B)(4) clip failed to release from the catheter. According to the complainant, the suspect device is not going to be returned. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The clip had to be pulled off the tissue and then fell on in the colon. The clip was left to pass naturally and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.